Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon provided feedback that previous cases he has been concerned about the verification showing discrepancies on the surface matching for points on lateral canthus. Did not reference specific procedures. Company field service engineer reviewed importance of 3d reconstruction and method of verification.

Manufacturer narrative:
As no specific event dates were provided, all cases performed by this surgeon - with relevant data - were analyzed to determine a potential trend or issue related to the verification step. From this analysis and a review of this device DHR, it was determined that no issue was found regarding the device functionality. The two last preventive maintenances passed. A proper reconstruction of a CT was always used to perform the contactless registrations and no important errors were detected by the device during the verification step. When it occurred, the registration was restarted as recommended. However, anatomical landmarks were not systematically verified as recommended in the IFU and during the training. If the verification is performed on soft and easily deformable tissues on the face, it is possible that the accuracy looks incorrect since these areas tend to move. There will be a noticeable discrepancy between the 3d model and the patient¿s face on these points. Moreover, the incorrect collection of the initial points might lead to the alteration of the registration accuracy. A few or all initial points were systematically corrected on image only, without re-collecting them with the robot as recommended in the IFU. Corrected data: - b4 date of this report. - g4 date received by manufacturer . - h2 if follow-up, what type .- h3 device evaluated by manufacturer. - h6 event problem and evaluation codes .- h10 additional narratives/data.

Event description:
Surgeon provided feedback that previous cases he has been concerned about the verification showing discrepancies on the surface matching for points on lateral canthus. Did not reference specific procedures. Company field service engineer reviewed importance of 3d reconstruction and method of verification.